Manufacturer narrative:
The pump gave an alarm during the rewind due to a motor encoder signal out of phase. Unable to perform the displacement test due to the motor error alarm. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motion sensor test failure. The patient's blood glucose at the time of incident was normal and did not require medical treatment. There were other motion sensor test failure alarms found in the insulin pump's alarm history. No further details were given. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.